Event description:
Three needles were used during a renal cryoablation case. The patient was under conscious sedation during the procedure. A small muscle spasm was observed during the first freeze cycle of the cryoablation procedure. The user continued with the case as planned. A large muscle spasm was observed during the first active thaw cycle. The user stopped the procedure, and identified the faulty needles by turning active thaw on and off sequentially on each needle. The users identified that needles 1 and 3 were causing the muscle spasm. The user decided to only use active thaw on needle 2. During the last freeze cycle, a small spasm was observed again. The active thaw on needle 2 failed during the final active thaw cycle, so passive thaw was used on needle 2 as well. The case was completed with no reported injury to the patient. All 3 needles will be returned to the manufacturer for investigation. This MDR is to report the electrical malfunction for needle 2. Please see the following MDR's for the other needles used during this cryoablation procedure: MDR # 9616793-2020-00042 - needle 1, MDR # 9616793-2020-00044 - needle 3.

Manufacturer narrative:
Needle 2 was returned to the manufacturer for investigation. The electrical parameters were within specifications. Review of the needle lot manufacturing records did not identify any electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the second needle used in the reported event. Further investigation or follow-up is not planned for this complaint. Please refer to the following MDR's for the other needle's used in this event: MDR # 9616793-2020-00042; MDR # 9616793-2020-00044.